Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded a red alert due to a one-off right ventricular (rv) lead high out-of-range impedance measurement. Technical services (ts) reviewed the case and discussed it. An electromagnetic interference (emi) was discarded given the time the red alert was tripped. Ts recommended bring the patient into clinic for further evaluation of the rv lead. Further information indicate the patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.